Event description:
The following is based on initial information received the peritoneal dialysis (pd) nurse and subsequent medical records received from the patient's clinic: pd nurse reported on (B)(6) 2013, during treatment, the patient felt bloated and short of breathe during fills, the patient was diagnosed with touch peritonitis via gram positive cocci. The peritonitis was a factor in the patient's slow drains. Treatment included 2000mg vancomycin and 160mg gentamicin on (B)(6) 2013, 1000mg vancomycin on (B)(6) 2013 and 1000mg of vancomycin on (B)(6) 2013. On (B)(6) 2013 the pd nurse observed the patient during capd therapy and noted the patient did not use the mask correctly as she did not cover her nose as recommended. It was also noted the patient had a cold at the time of the incident. Pd nurse reported there were no fluid leaks an the peritonitis was definitely unrelated to cycler use and attributed to user error.

Manufacturer narrative:
Medical records have been reviewed by the post market clinical department and physician and found the following: (B)(6) female patient with esrd developed one episode of uncomplicated peritonitis likely due to poor aseptic technique. The patient's development of peritonitis is unlikely related to use with the liberty cycler. The actual device was returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed or replicated in the laboratory setting because the coagulated blood in the sample prohibited a complete test. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.